Event description:
A (B)(6) male patient contacted zoll lifecor customer support service to report his charger would not light up. The patient reported he was trying to use several outlets without any success. The patient was provided with a replacement battery charger, and then called to report one of his batteries was not holding a new charge. The patient was also provided with a replacement battery pack.

Manufacturer narrative:
Returned to manufacturer on: battery charger (B)(4). Battery pack (B)(4): 08/05/2010. Device manufacture date: battery charger (B)(4). Battery pack (B)(4): 01/2009. Date received by manufacturer: battery charger (B)(4). Battery pack (B)(4): 08/05/2010. Device evaluation summary: device evaluations of battery charger (B)(4) and battery pack (B)(4) have been completed. The reported problem was confirmed. The cause on the non-functional charger was due to a defective connector from the power brick to the charger. The battery connector was not making a proper connection to the power brick, not allowing the charger to power on. The root cause of the defective connector cannot be positively determined. The cause of the battery not being able to hold a charge was due to the thermistor not being properly soldered to the pca board. The root cause of the thermistor not being properly soldered was likely due to an assembly error. No adverse event resulted from the defective battery charger or battery pack. The patient received a replacement battery charger and battery pack.